Manufacturer narrative:
The product is expected to return, however it has not yet been received. Therefore the event could not be confirmed and the cause cannot be conclusively determined from the available information. Should the device return to the manufacturer, a supplemental MDR will be submitted.

Event description:
Medtronic received information that a marksman catheter sheared off inside the intermediate catheter. During a revascularization procedure. It happened when the marksman and the revascularization device were still inside the patient's head. The sheared off piece of marksman catheter was retrieved when the revascularization device was pull back trapping it on the distal edge of the intermediate catheter. No patient injury reported. It was reported the marksman catheter was prepared following the IFU. The reported marksman catheter was used to treat a patient who suffered from acute ischemic stroke. The marksman was sheared off during the advancement of the revascularization device although there was no difficulty advancing the revascularization device. The procedural physician could not comment on how the incident happened.